Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) software corruption found on the hard drive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer would not boot up. The service diskette was run but this did not resolve the issue. The programmer was returned for service. There was no indication of patient involvement associated with this event.

Event description:
It was reported that the programmer would not boot up. The service diskette was run but this did not resolve the issue. The programmer was returned for service. There was no indication of patient involvement associated with this event.